Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the new information from the user that the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europe se & co. Kg (oekg). Oekg checked the subject device and found followings: the distal end insulation test ]\+]\'has failed. The adhesive on the bending rubber was worn out. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(B)(4) sent the subject device to a third party laboratory for microbiological testing.as a result of the testing, staohylocoque coag negative (1cfu/ endoscope) were detected from the sample collected from the distal end of the device.the testing result cleared the french guideline.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] - channel: unspecified microbes (3cfu / 100ml) - distal end: unspecified microbes (2cfu / 100ml) [second time; (B)(6), 2021] - channel: unspecified microbes (12cfu / 100ml) - distal end: champignons filamenteux (2cfu / 100ml) [third time; (B)(6), 2021)] - distal end: stenotrophomonas maltophilia (100cfu / 100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.